Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable creatinine, triglyceride, and ldl results for one patient sample that was processed by the modular preanalytic analyzer (mpa). The initial results were creatinine 0.16 mg/dl, triglyceride 417.5 mg/dl, and ldl 4.1 mg/dl. These results were reported outside the laboratory. The physician complained about the results and the sample was repeated. The repeat results on (B)(6) 2015 were creatinine 1.02 mg/dl, triglyceride 64.3 mg/dl, and ldl 110.9 mg/dl. The repeat results were reported to the physician. The patient was not adversely affected. The creatinine reagent lot number was 615212. The triglyceride reagent lot number was 610229. The ldl reagent lot number was 602084. The expiration dates were requested, but were not provided. It was noted there were flags on the serum indices that were tested at the same time as the initial results. The field service representative checked the alarm trace and the water pressure in the wash station which was ok. No further issues were noted.

Manufacturer narrative:
A specific root cause could not be identified. It was noted the sample was tested in a 13x100 sample tube which could potentially not be vertical in the sample rack a cause a sample pipetting issue.